Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that, during inspection it was noticed that the allevyn life 12.9 cm x 12.9 cm flower, the sticky part remained on the removable backing and the silicone had no stickiness left at all on it. The pink border does appear wrinkled in spots. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
We have now concluded our investigation into this complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history file contains further instances/ related events of the reported event. The device, intended for use in treatment, was not returned for evaluation. However a relationship between the reported event and the device was confirmed from an image provided. The wound contact surface of allevyn life is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. An ongoing internal project is being carried out into this failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.